Event description:
It was reported by service report that the power cords was frayed and docker cable was broken. It is unknown if there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Docker cable.